Event description:
Customer reported about 5 sets of the current lot of IV tubing are leaking or the buretrol is cracking. No pt harm or medical intervention required. Customer states that no product will be returned because no sets were saved.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak and buretrol is cracking. The customer stated the disposables have been discarded and are not available for failure investigation.